Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -12.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the u.s. Device code: (B)(4). Claim# (B)(4).